Event description:
It was reported that the patient had a frontal lobe infarct and therefore memory problems. The hcp advised the patient's family that the patient needed to come in every three months for a device check, but patient was never seen and lost to follow-up. The manufacturer's representative reported the patient had been successfully rescued by device many times before, but due to low/eol battery, the device could no longer deliver therapy and patient died as a result of this. It was questioned if the device was too depleted to treat the ventricular fibrillation. The representative further reported there was no allegation of premature battery depletion.

Event description:
It was reported that the patient had a frontal lobe infarct and therefore memory problems. The hcp advised the patient's family that the patient needed to come in every three months for a device check, but patient was never seen and lost to follow-up. The manufacturer's representative reported the patient had been successfully rescued by device many times before, but due to low/eol battery, the device could no longer deliver therapy and patient died as a result of this. It was questioned if the device was too depleted to treat the ventricular fibrillation. The rep further reported there was no allegation of premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.